Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that three resolution clip devices were used during a colonoscopy procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the clip was able to lock onto tissue but failed to release from the catheter. The same issue occurred with the second and third resolution clip devices, and the procedure was completed with two more resolution clip device. There were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that three resolution clip devices were used during a colonoscopy procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the clip was able to lock onto tissue but failed to release from the catheter. The same issue occurred with the second and third resolution clip devices, and the procedure was completed with two more resolution clip device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: problem code 2906 captures the reportable event of clip failed to release from the catheter. Block h10: investigation results: a visual examination of the returned complaint device noted that the clip assembly was returned with the device and no activations were noted. Functional evaluation was performed and the clip was able to open and close. No failures were found that could have reduced the performance of the device during the procedure. The returned device review showed no evidence of either the alleged or any defect which could have contributed to the event. Therefore, the most probable root cause for this complaint is no problem detected. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.